Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the wheel lock on the left hand side came apart. The dealer stated a bolt is missing.